Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective generator exchange procedure. Upon interrogation, loss of capture was observed on the left ventricular lead. The lead was capped and replaced successfully on (B)(6) 2019. The patient tolerated the procedure well, and there were no complications.

Manufacturer narrative:
. A partial lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.